Event description:
Stryker abg11 hip recall will not settle because hip was not in for 6 months. It was in for 5 months and 8 days. It was 23 days short. My wife was in severe pain for the time that she had it in. My wife is still in pain every day. Doctors say there is nothing they can do.